Event description:
Reportedly, on (B)(6) 2011 and (B)(6) 2011, the physician observed that the estimated longevity was about 84 months. However on (B)(6) 2011 the estimated longevity was 162 months. The physician requested an explanation about this decrease during this short period.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.